Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 17-jul-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the first of four reports. Refer to 9611594-2020-00128 for the second event. Refer to 9611594-2020-00129 for the third event. Refer to 9611594-2020-00130 for the fourth event. It was reported the microcuff subglottic endotracheal (et) tube connector was disconnecting from the tube while patient was connected to the mechanical ventilator. There was no reported injury.